Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and motor position encoder error. During the call, they stated that the device was working. It was still advised to discontinue the use of the device and revert to a back-up plan. Customer's blood glucose value is unknown. The customer would revert to a back-up plan and wait for a call to process the insulin pump's replacement.